Manufacturer narrative:
The customer indicated the device was discarded. (B) (4)

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of morphine solution. After an unspecified length of time in use, it was reported that the nurse noted the tubing separated from the option-lok male adapter after the patient was transferred, "off the or table." The tubing set was replaced and the therapy was resumed. No further medical interventions were required. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.